Manufacturer narrative:
B1, b2, h1: there is no indication the brainlab navigation, or its use contributed to the deviated spine screw placement, and there is no indication of any misguidance by the brainlab navigation aid's display at this surgery. During the surgery, the user appropriately detected the inaccuracy of the navigation display, with the available navigation functions, during verification of the registration and prior to performing the navigated invasive actions. There is no indication of an error or malfunction of the brainlab devices (navigation), the brainlab navigation worked as specified to its functions, and as accurate as desired for its functions used. It can be concluded that the root cause of one spine screw placement deviating from its intended position was due to factors unrelated to brainlab navigation. H6: according to the results of the brainlab investigation and the limited information provided by the hospital, it can be concluded that there is no indication that the brainlab device (navigation) has caused or contributed to the deviating screw placement, and there is no indication of any misguidance by the brainlab navigation at this surgery as the navigation inaccuracy was detected by the surgeon after registration and before critical invasive actions were done. Therefore, the root cause of one spine screw placement deviating from its intended position was due to factors unrelated to brainlab navigation.

Event description:
A surgery, involving the placement of screws in a patient's spine, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. 7 days after the surgery, brainlab was informed that one screw, placed with the aid of navigation, was discovered to be deviated from its intended position. Despite multiple attempts by brainlab to follow-up with the surgeon on clarifications of the surgical procedure and the clinical outcomes for the patient resulting from the surgery, the information could not be retrieved.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one spine screw was placed in the patient's spine in a different position than desired with brainlab navigation involved. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A surgery which involved the placement of screws in a patient's spine with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0 was performed. Some days after the surgery, brainlab was informed that one screw, placed with the aid of navigation, was discovered to be deviated from its intended position. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility.